Event description:
A peritoneal dialysis patient reported a fluid leak noticed after treatment. When she opened the door to remove the tubing set fluid leaked. The patient's effluent was clear. No prophylactic antibiotics were used.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A supplemental report will be submitted upon completion of the plant's investigation.